Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 27-apr-2021. The most recent information was received on 04-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('diffuse pain') in an adult female patient who had essure (batch no. 26961 -invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), myalgia ("myalgia"), tendonitis ("tendinitis"), chronic fatigue syndrome ("intensification of chronic fatigue syndrome"), asthenia ("asthenia"), depression ("depressed"), irritability ("irritability") and device intolerance ("suspected metal intolerance"). At the time of the report, the pelvic pain, myalgia, tendonitis, chronic fatigue syndrome, asthenia, depression, irritability and device intolerance outcome was unknown. The reporter provided no causality assessment for asthenia, chronic fatigue syndrome, depression, device intolerance, irritability, myalgia, pelvic pain and tendonitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 27-apr-2021. The most recent information was received on 27-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('diffuse pain') in an adult female patient who had essure (batch no. 26961) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), myalgia ("myalgia"), tendonitis ("tendinitis"), chronic fatigue syndrome ("intensification of chronic fatigue syndrome"), asthenia ("asthenia"), depression ("depressed"), irritability ("irritability ") and device intolerance ("suspected metal intolerance"). At the time of the report, the pelvic pain, myalgia, tendonitis, chronic fatigue syndrome, asthenia, depression, irritability and device intolerance outcome was unknown. The reporter provided no causality assessment for asthenia, chronic fatigue syndrome, depression, device intolerance, irritability, myalgia, pelvic pain and tendonitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kgs. Amendment: the report was amended for the following reason: coding correction performed: pt ¿allergy to metals¿ was recoded to the medra llt: ¿device intolerance¿. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('diffuse pain ') in an adult female patient who had essure (batch no. 26961) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), myalgia ("myalgia"), tendonitis ("tendinitis"), chronic fatigue syndrome ("intensification of chronic fatigue syndrome"), asthenia ("asthenia"), depression ("depressed"), irritability ("irritability") and allergy to metals ("suspected metal intolerance"). At the time of the report, the pelvic pain, myalgia, tendonitis, chronic fatigue syndrome, asthenia, depression, irritability and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthenia, chronic fatigue syndrome, depression, irritability, myalgia, pelvic pain and tendonitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.